Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that there were multiple 0 of 0 unit meter boluses recorded in the pump¿s bolus history that were not programmed by the user. The reporter stated the meter was not powered on at the time of the bolus requests and deliveries. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 02/19/2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box data revealed no abnormal malfunctions, issues, or alarms. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. No keypad button response issues were experienced. All deliveries performed during investigation were accurately recorded on the pump history. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. A battery compartment crack was observed.